Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 12 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding, fistula and inflammation. No further patient complications were reported.